Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon evaluation, there was an intermittent pulse wire in the cable connecting the front therapy electrode (te) and ECG electrode a. The cause of the non-functional therapy electrodes is the intermittent pulse wire. The root cause of the intermittent wire is excessive force placed on the cable. No adverse event resulted from the intermittent wire.

Event description:
A zoll distributor returned an electrode belt indicating that the therapy electrodes were non-functional.